Manufacturer narrative:
Date of event is estimated during processing of this incident; attempts were made to obtain complete patient information.

Event description:
It was reported that during an rfa procedure, an error was displayed the temp rising too slow. Troubleshooting was done but the issue persisted. The procedure was abandoned. There were no adverse patient consequences.

Manufacturer narrative:
The reported event was confirmed. Review of the log files confirmed a temperature rise time warning on channel on multiple channels; however, the device functioned normally throughout product testing. Based on the information received and the investigation performed, the cause for the reported event was unable to be determined. The returned product functioned properly during the evaluation. No hardware abnormalities that would have resulted in the reported event were identified.